Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope was used after it was reprocessed in a olympus endoscope reprocessor-3 (oer-3) that had a left side panel that overheated, causing a burning smell. The field service engineer checked the inside of the oer-3, there was a hole in the binding part of the detergent tube closest to the washing tank due to the oer-3 being operated while the liquid was leaking. There were no reports of patient harm or health hazards. Related patient identifiers: (B)(6).